Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the unit passed bench testing. However, when installed in a known operational imaging system the system had no voltage present at a connector and the imaging system remained in stand alone mode. A second power conversion enclosure was returned to the manufacturer for evaluation. Testing found that a transistor on the board was shorted.

Event description:
Medtronic received information that, while outside of a procedure, the stand alone board voltage was below specifications. There was no patient present when this issue was identified. No additional information was provided.